Manufacturer narrative:
The device was not returned for analysis. Should the device be returned, an investigation will be performed and a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that a silent nite appliance has broken. Reportedly the anchor fractured. No injury was reported.